Manufacturer narrative:
Based on the limited information available, the reported complaint was unable to be confirmed. The device was discarded at the user facility. No lot was provided and no sample/image; no product evaluation or DHR review could be performed. No evidence of an ecv/supplier nonconformance was identified. Sufficient risk documentation, labelling and instructions for use exist. Sufficient mitigations also exist at the supplier. No scar/CAPA/pra/nc triggers identified. Based on the available information, the complaint was unable to be confirmed. There is not sufficient evidence to support operational use errors, anatomical abnormalities, or device malfunction, thus the root cause for this event is indeterminable. No additional information is expected for this complaint investigation. Enablecv, llc will continue to review and monitor all reported events. Trends are monitored and if action is required, appropriate investigation will be performed.

Event description:
It was reported that there was an issue with a proplege device. The device placement went as planned and the anesthesiologist was satisfied with the position of the catheter in coronary sinus. Surgeon applied a cross clamp to the ascending aorta and asked for delivery of retrograde cardioplegia in order to arrest the heart. Delivery began with line pressure going up to approximately 175 mmhg and flow rate of approximately 60 ml/min. Sinus pressure increased to approximately 35-37 mmhg. Arrest was not achieved. Retrograde cardioplegia delivery was stopped. The anesthesiologist suspected that the catheter might be in too deep so he deflated the balloon and pulled back approximately 2 cm. Retrograde delivery was resumed with the same pressure and flow readings noted above. The perfusionist increased line pressure to 175 mmhg as noted and the sinus pressure increased to 40 mmhg, then 60 mmhg and finally 80 mmhg. Line pressure was dialed down and sinus pressure decreased to approximately 35 mmhg. Arrest was not achieved. Retrograde delivery was discontinued. The anesthesiologist repeated the steps to deflate the balloon and bulled back another 2 cm. After re-inflation, retrograde delivery was resumed with the same result noted above: increasing sinus pressure. Surgeon decided to convert to a sternotomy noting that he also has very poor visualization and would be able to see better with a sternotomy. Device was removed and discarded. Procedure continued and further follow up discovered that the patient did well. Per additional information received: there were no patient clinical signs/symptoms/conditions caused by the event. No defects or abnormalities were noted upon device removal. The rep thought maybe there was anatomic abnormality (but it was not confirmed) or if the lumen was obstructed (he cannot recall if the user flushed the lumen following contrast delivery). Unable to confirm if the user flushed the lumen following contrast delivery.